Manufacturer narrative:
This issue is deemed a reportable event since the malfunction "flow sensor calibration fails" can lead to a delay in the therapy since the ventilator cannot be used. Another ventilator must be made available. The root cause of the ventilator was a malfunction of the blower module. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above.

Event description:
Dear (B)(6) we have a question from our customer regarding the flow sensor test . The customer claims that the flow sensor test do not pass if he uses a filter on the breathing set . Without the filter the tests passes . The customer replaced the breathing set & filter but it didnt solved the problem . The customer in addition tested the breathing set & filter on a different unit and the test passed with no issues . Please advise br lior.